Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient had a notch observed on x-ray, and the surgeon was concerned about a potential femoral fracture. As a precaution, the femoral component was replaced with a stemmed implant.

Manufacturer narrative:
See d4 expiration date, h4, h6, and h11. The agent reported "(the patient had a notch on xray and the surgeon was worried the femur would fracture so he replaced the femur with a stemmed implanted.)". The previous surgery and the surgery detailed in this event occurred 1 day apart. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an ncmr #76736 associated with the main part #241-02-105, empowr 3d kneetm femur, np, 5r, which documents that out of 18 parts lot, 5 items were rejected due to dings or scratches on polished surfaces. These defects can be felt with fg587. Later, the rejected were reworked and retouched via spar after proper justification. All other items in the lot were met with fit, form and function. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause of this complaint was a revision surgery due to notching. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. Due to short time between previous and revision surgery, it is possible that the event may have occurred due to lack of post-operative care, patient noncompliance with medical instructions, incorrect implant selection, patient activities or trauma. There are multiple factors that may also contribute to an event that are outside the control of djo surgical.